Manufacturer narrative:
The manufacturer further became aware about one physician of many that is having an issue with the effect of the pulsecut slow mode while using the cook fusion omnitome with the generator. The user was not getting the expected cut and the patient's tissue would reportedly become charred and damaged during procedure. The exact power level is unknown. The cook fusion omnitome is a non-olympus device that attaches to the generator and requires energy to cut tissue, however, there have been no issues in the past with using the generator with non-olympus products. The referenced generator was returned for an evaluation. A visual inspection of the received condition was performed on the unit; there were no physical anomalies noted. The unit was received with the footswitch, wa94033c. A full evaluation was conducted with service engineers. The unit tested and passed all functional tests. All power outputs and high frequency leakage currents measured within standard specifications. The manufacturer will continue to investigate the information regarding the reported events. If additional information becomes available this report will be updated accordingly. The instruction manual provides warning that indicates, "using incompatible equipment can lead to injury of the patient and/or the user as well as damage to the product. Only use this electrosurgical generator with compatible equipment."

Manufacturer narrative:
The referenced unit was not returned to manufacturer for evaluation. A review of the device history records was conducted by the original equipment manufacturer (OEM) and indicated that the device wa90003w was manufactured according to valid instructions and met all specifications. The cause of the reported event cannot be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be updated accordingly. To mitigate the risk of patient injury, the instruction manual provides instructions to perform inspection before operation and indicates, any irregularity or damage of the electrosurgical generator and its equipment compromises the safety and can result in injury to the patient, the user and the medical personnel. Before every operation, inspect all equipment for irregularity or damage. Immediately stop the application of hf current as soon as inadequate output is observed. Confirm that the displayed settings are correct for the intended procedure. Make sure to use the correct foot switch pedal, i.e. The yellow pedal for cutting and the blue pedal for coagulation. - make sure to use the correct hand switch, i.e. The cutting trigger or the coagulation trigger.

Event description:
The manufacturer was informed that during an endoscopic retrograde cholangiopancreatography procedure (ercp), the user facility reported when the doctor tried to perform a cut function, the generator reportedly delivered coagulation instead. The doctor replaced the equipment with another manufacturer's equipment and completed the intended procedure. There was no patient injury reported.